Event description:
The event was reported by a customer from USA: "they have already had 4 broken sapphire power supply adapter 16355-01. Delay in therapy: unknown. Need for medical intervention: unknown".

Manufacturer narrative:
(B)(4).